Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on a line that disconnected from the cassette while still inserted into their cycler after ending their pd treatment. The patient reported not receiving an alarm prior to or after the leak. Fluid was discovered in the pump module area and on the external of the cassette. The patient was advised to disregard the use of their cycler for the evening and let it dry for 24 hours. Upon follow up, the patient confirmed the reported event was discovered after a fill cycle and fluid began pouring out of the cassette where the missing line was. The patient recalled the line second to the last one on the left side was missing but could not recall if it was the patient, supply, or drain line. The patient also did not know how the line became disconnected. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient was able to complete peritoneal dialysis treatments using continuous ambulatory peritoneal dialysis (capd) due to the cycler drying out for three days. The patient is continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event. The patient confirmed that the cycler set is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. As the complaint product sample was being disinfected and prepared for analysis, it was found that the cassettes are in good conditions, no bents, cracks, or other damages could be observed. During the visual inspection, it was found that the cassettes are in good conditions, no bents, cracks, or other damages could be observed. During a functional test with a cycler machine, no air bubbles, alarms, leaks or other issues were detected. After completing the test, the cassettes were removed from the cycler and no moisture was found. The test was completed successfully. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. A DHR review was performed for the involved lot of the product and there were no non-conformances or any associated rework related with the alleged failure mode during the assembly process of the lot involved. All the applicable in-process and final inspection tests were found with acceptable results.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on a line that disconnected from the cassette while still inserted into their cycler after ending their pd treatment. The patient reported not receiving an alarm prior to or after the leak. Fluid was discovered in the pump module area and on the external of the cassette. The patient was advised to disregard the use of their cycler for the evening and let it dry for 24 hours. Upon follow up, the patient confirmed the reported event was discovered after a fill cycle and fluid began pouring out of the cassette where the missing line was. The patient recalled the line second to the last one on the left side was missing but could not recall if it was the patient, supply, or drain line. The patient also did not know how the line became disconnected. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient was able to complete peritoneal dialysis treatments using continuous ambulatory peritoneal dialysis (capd) due to the cycler drying out for three days. The patient is continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event. The patient confirmed that the cycler set is available to be returned to the manufacturer for physical evaluation.